Event description:
Boston scientific received information that at a generator change-out for normal battery depletion, the physician encountered stuck right atrial (ra) and right ventricular (rv) leads. It was found out that the distal set screws were not loosened. Subsequently, the physician was able to loosen and remove the leads. A new cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.